Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported a false reactive architect (B)(6) combo on architect result on an architect i2000sr analyzer (sn (B)(4)) for a (B)(6) female patient with a fracture. The customer provided (B)(6) initial = 1.24 s/co, repeat 1.03, 1.04 s/co (interpretation range: <1.0 s/co = nonreactive; => 1.0 s/co = reactive). With the alinity I the sample generated a negative result of 0.82 s/co. The sample also generated a (B)(6) result on the colloidal selenium method. The customer believes the non-reactive result generated by the alinity was correct. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the initial emdr was created and submitted in error. Suspect medical device 04j27 is an international product that has a similar product distributed in the us, list number 2p36. Product list number 02p36-35 architect hiv ag/ab combo is not a screening assay in the united states and therefore not reportable. No impact to patient management was reported. Based upon this review, this complaint is no longer a reportable event and no further follow up will be provided.